Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture and sensing. Fluoroscopy imaging showed that the device had dislodged and migrated into the iliac vein. The device was successfully retrieved and not replaced. The patient was recovering.